Event description:
Pt had a revision following the loosening of previously implanted depuy spine hardware. This occurred 3-months post-op. The surgeon had replaced th iliac screw with a larger screw and then reseated the rod and applied a new setscrew. In 2006, the surgeon reported that the setscrew had agained loosened and the rod pulled free. Surgeon is not planting to revise again at this time.